Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported elevated blood glucose (bg) since previous night¿s supply change using cd 6mm 23" sets. The patient's highest bg reported was 400 mg/dl and was out of range for 90+ minutes. No issues noticed during change. Agent advised and walked patient through supply change. There were no symptoms experienced by the patient during the event and no medical intervention required. Bg was corrected by changing out supplies.